Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device failed to alarm where micro air bubbles were seen below the pumping segment. This was reported to bd representatives during site visit. There was patient involvement but unknown impact. Upon further follow up the customer reported this was seen when using the alaris pump with the extracorporeal oxygenation (ECMO) machine. It was reported the ECMO team noted air in the drainage limb of the ECMO circuit. Further inspection revealed that the primary tubing for multiple medications had significant air. Large bubbles and micro air were noted from the console to the distal tip of the tubing. The alaris user manual states "do not used the bd alaris system with extracorporeal oxygenation (ECMO) as it has not been tested or evaluated for use with this application. Use in ECMO could adversely affect the performance of the bd alris system".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device failed to alarm where micro air bubbles were seen below the pumping segment. This was reported to bd representatives during site visit. There was patient involvement but unknown impact. Upon further follow up the customer reported this was seen when using the alaris pump with the extracorporeal oxygenation (ECMO) machine. It was reported the ECMO team noted air in the drainage limb of the ECMO circuit. Further inspection revealed that the primary tubing for multiple medications had significant air. Large bubbles and micro air were noted from the console to the distal tip of the tubing. The alaris user manual states "do not used the bd alaris system with extracorporeal oxygenation (ECMO) as it has not been tested or evaluated for use with this application. Use in ECMO could adversely affect the performance of the bd alris system".